Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (drive shaft-minimum 520mm length-for use with ria, part number 314.743, lot number 7432391). The drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. This information is provided per the ria technique guide. A review of the current design drawing/manufactured revision for the reamer head was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. The returned drive shaft was received in a broken condition with portions missing. The drive shaft was received with the distal tip, which mates with the reamer head, broken off. The break is roughly transverse and located within 6mm to 7.6mm from the distal edge of the drive shaft helix. A portion of the helix is sheared off and bent proximally. Thus, the complaint condition is confirmed and consistent with the reported condition but cannot be replicated as the reamer head is already broken. The condition of the returned device is consistent with damage caused by excessive force. The drive shaft shows evidence of having been repeatedly over torqued causing fatigue of the drive shaft tip and ultimately the fracture at the distal tip. It is likely that this initial failure caused the reamer head to break and that continued use thereafter resulted in the sheared edge of the device shaft helix. Thus, it is most probable that excessive force and/or use of an incorrect drive unit repeatedly over torquing the drive shaft of the device resulted in fatigue and that applied force thereafter likely permitted final separation of the distal tip. However, as specific details regarding the prior use and maintenance of the device and the state of the drive shaft prior to this procedure are unknown, a root cause cannot be definitively determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient's height reported as 1.67 meters. (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part number: 314.743, lot number: 7432391: release to warehouse date: 12 february 2014. Manufacturing site is synthes (B)(4) and supplied by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a reamer irrigator aspirator (ria) procedure with graft collection on (B)(6) 2015, the tip of the reamer shaft broke off and sheared a portion of the reamer head. Attempts were unsuccessfully made to retrieve the pieces and the pieces remain in the distal third of the right femoral canal. There was a twenty (20) minute delay to surgery. The surgery was completed with no harm to patient. It was reported non-synthes power equipment was used for drilling (not reaming). Locking clip was used. Hex of drive shaft did not disassociate from reamer head. A click or snap was heard when the reaming head was in the distal third of the femur. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.